Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller reported that their stimulation was shocking them. Pt confirmed that their stimulation was turned off during the call and that they decreased stimulation, then turned it back on. Caller stated that the stimulation was no longer shocking them. Caller inquired about how to charge their ins. Agent walked caller through steps to charge their ins. Caller was able to begin charging their ins with excellent quality. Caller confirmed that their ins was 30% charged. Pt commented that they're still learning how to use the external equipment. Agent requested manuals for pt.